Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet display became partially unresponsive, with the top on-screen buttons not registering touch while the graph remained responsive, and standard troubleshooting did not restore function; blood glucose management was reported as unaffected. Symptoms included no adverse physiological effects. Outcomes included replacement of the device to restore intended function. Investigation included customer troubleshooting, data sync guidance, and logistical coordination for device return. Investigation of this device revealed a suspected touchscreen/display interface malfunction localized to the upper touch region of the screen, consistent with a device component performance issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/touch component.